Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/06/2014 with the following findings: the pump powered on with the returned battery cap; the cap was able to fully tighten. There was evidence of a partially discharged battery being installed on (B)(6)2014. Current electrical draws were within specifications. There were no ¿battery life¿ issues duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.